Manufacturer narrative:
The tip cover accessory will not be returned to isi for failure analysis; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the tip cover accessory fell inside the patient and was retrieved. Although no patient harm, adverse outcome or injury was reported it is unknown what caused the tip cover accessory to slip off from the instrument and fall into the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover accessory used with the monopolar curved scissors (mcs) instrument slipped off from the instrument, fell inside the patient and was retrieved robotically. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed-up with the initial reporter and obtained the following additional information: the patient was stable a the time of the occurrence. The patient did not suffer any injuries as a result of this event. Customer does not recall how far into the procedure the surgeon was when the tip cover accessory became displaced. The piece was recovered using traditional laparoscopic technique. No x-ray or ultrasound was performed as it was not needed. The tip cover accessory will not be returned to isi for evaluation as it was disposed of.